Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient had a fall this past winter. The patient has been feeling tired but no other symptoms. The patient presented today with sensing and capture issues. Noise was producible during isometrics and impedance measurements decreased from 500 ohms to 170 ohms and r-waves decreased from 8mv to 4mv. The physician suspects a lead insulation issue. The patient is not pacemaker dependent but is paced 81% in the ventricle. No additional adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.